Manufacturer narrative:
Product in complaint was returned to zoll on 05/20/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. External visual inspection of the returned platform was performed and it was found that both head restraint wires were cut. Please note that the results of the visual inspection are unrelated to the reported complaint. A review of the platform's archive data was performed and confirmed the customer's reported complaint of a "system error, out of service, revert to manual CPR" message. The archive data showed that a "system error 139" (unable to hold compression position) message occurred on the reported event date. The returned platform displayed a "system error, out of service, revert to manual CPR" message upon power on, thus confirming the reported complaint. The "system error" message was cleared, however during the run-in test, the platform performed a few compressions and then stopped and displayed the same message. Further inspection identified that the drivetrain motor brake gap was out of specification at (0.013") and was unable to be adjusted back within specification at 0.008" + 0.001". It was found that both of the set screws would not lock into the encoder dimple locking hole, therefore causing the brake to disengage. After the drive train motor was replaced, another run-in test was performed using a 95% lrtf (large resuscitation test fixture) for several hours and no other user advisories or faults were exhibited. Load cell characterization testing was also performed, which confirmed that both load cell modules are functioning within specification. Based on the investigation, the parts identified for replacement were the drivetrain motor, clutch plate and top cover. In summary, the customer's reported complaint of a "system error, out of service, revert to manual CPR" message was confirmed during review of the platform's archive data and upon functional testing. The root cause was determined to be the drive train motor brake gap was out of specification. Visual inspection found both head restraint wires were cut. These physical damages are unrelated to the reported complaint. After replacement of all the identified parts, the platform was reevaluated through functional testing and passed all final testing criteria. Additional information provided by the customer indicated that the patient expired. Based on the information received from the customer, rosc was never achieved with manual compression. The crew had immediately reverted to manual CPR, which is a standard of care. Autopulse is adjunct to manual CPR. Based on the evaluation of the platform, no device deficiencies were identified which could have caused or contributed to the patient's death.

Event description:
It was reported that during use on a (B)(6) female patient, the autopulse platform displayed a "system error-out of service, revert to manual CPR" message. When the autopulse platform failed to function, the crew immediately reverted to manual CPR (exact length of time was not provided). Rosc (return of spontaneous circulation) was never achieved and the patient was pronounced dead upon arrival to the hospital. No further information was provided. Manufacturer has made several attempts to collect additional information from the customer, however no additional details have been obtained.